Event description:
It was found on a returned goods inspection of distributed product that out of 140 suctions wands returned, 4 units have visibly flash in the pouches. The products were returned in their sealed pouch. No patient contact was made.

Manufacturer narrative:
The device is currently under evaluation into root cause

Manufacturer narrative:
Evaluation: the complaint of particulate inside of the pouch was confirmed. Investigation found that a total of 46 other units contained flashing. However the flashing on those 46 units was found to be at the junction between the tip of the suction wand, and the metal hypotube. The flash was present on the ID of the suction wand. A manufacturing defect was confirmed. The lot number 59473431 was reviewed and no non conformances were noted. There were several possible root causes investigated by edwards, these include incorrect specifications around the tip radius, machine malfunction, excessive tolerance interference, tip ID out of specification, and tube od out of specification. A field recall was initiated due to this event. A supplier corrective action was also initiated due to this event. Trends will continue to be monitored on a monthly basis.